Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he woke up in the morning and found his blood glucose was 445 mg/dl. Customer stated that his insulin pump was powered off and he put a new battery and it powered back on. The customer was needing help going through the rewound process. The customer was able to get his reservoir going. Customer said he would connect his meter back on his own. The customer did say he did get an alarm yesterday to change the battery but he did not recall to change the battery. Insulin pump will not be returned for analysis.